Manufacturer narrative:
(B)(4). Information not provided during initial contact. Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad partially melted and a portion of the tissue pad was detached and missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when there is metal-to-metal contact between the blade and the clamp arm.

Event description:
It was reported that during a lap colon procedure, the teflon pad melted. No further information is available. The case was completed with the same like product. There was no patient consequence.